Manufacturer narrative:
Bayer case number: (B)(4). She is programmed to have her fallopian tubes removed on the (B)(6) 2025 [medical device removal]. Case narrative: this spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("she is programmed to have her fallopian tubes removed on the (B)(6) 2025") in a 60-year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On an unknown date she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (to have her fallopian tubes removed on (B)(6) 2025). At the time of the report, the outcome of the event was unknown. No causality assessment was received for essure with regard to medical device removal. The reporter commented: customer wants to know if we have information on essure and gynecological procedures. Afterwards she asks if we have information on what her doctor should do in her particular situation since she is programmed to have her fallopian tubes removed on the (B)(6) 2025. According to bayer qa, the batch number 2564 is not valid. The most recent follow-up information incorporated above includes data received on: 11-sep-2025: batch number removed as it is not valid. Case comments: we received an invalid lot number in this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4). She is programmed to have her fallopian tubes removed on the (B)(6)2025 [medical device removal]. Case narrative: this spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("she is programmed to have her fallopian tubes removed on the (B)(6) 2025") in a 60-year-old female patient who had essure inserted (lot no. 2564?). There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On an unknown date she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (to have her fallopian tubes removed on (B)(6) 2025). At the time of the report, the outcome of the event was unknown. No causality assessment was received for essure with regard to medical device removal. The reporter commented: customer wants to know if we have information on essure and gynecological procedures. Afterwards she asks if we have information on what her doctor should do in her particular situation since she is programmed to have her fallopian tubes removed on the (B)(6) 2025. Case comments: we received an invalid lot number in this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.